Manufacturer narrative:
No button error alarm during testing. However unit had intermittencies, up and down button response due to corroded keypad traces. No unexpected numbers ramping scrolling during testing. Unit had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's father reported via phone call indicating that the insulin pump had a keypad anomaly. Customer's blood glucose was 9.9 mmol/l. The customer stated that up and down button stucks numbers numbers moving on own. Customer does not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis. The customer also reported that when trying to bolus, then got button error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.